Event description:
Sonoma clinical study. Same case as MFR report#: 2134265-2009-00502. It was reported 334 days following a percutaneous carotid artery intervention stenting treatment procedure, that the patient returned with in-stent restenosis. Two lesions were treated in the index procedure. The principal target lesion was a 90% stenosed 4x15mm lesion located in the right ostium internal carotid artery (segment 6). Treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nextent. Following post dilation with an unknown device the residual stenosis was 20%. The second target lesion was also located in the right ostium internal carotid artery (segment 7) and treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nextent. One day post procedure the patient was discharged with a nih stroke value of 0. 334 days post the index procedure the patient returned for a scheduled 12 month ultrasound revealing a 50% in stent restenosis in the principal lesion. It was noted the patient was asymptomatic and a repeat angiography was performed on day 394. The site reported that there was no revascularization performed. The event was listed as "not resolved" and the investigator reported the event relation to the nextent and filterwire ez as "unrelated".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".